Event description:
It is reported that a customer received threshold suspend on their insulin pump. The patient's blood glucose level was at 140 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer did not know how to recalibrate their sensor which was displaying the wrong readings. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.